Manufacturer narrative:
Investigation summary: tested 3x retained devices with flu a positive standard and 3x retained devices with flu b positive standard. All devices yielded valid and accurate results at the 15 minute result read time. Root cause: can not duplicate with retains. Source: email.

Event description:
Reported false positive flu a & b result for symptomatic and asymptomatic patients. The customer communicated that some result were confirmed by another rapid antigen assay and some results by pcr.